Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell.

Event description:
Hcp reported right-side rupture. Device has been removed and replaced.

Event description:
Hcp reported right-side rupture. Device has been removed and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Hcp reported unknown-side rupture. Device remains implanted.